Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -10.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens had tore during injection/delivery into the eye. On (B)(6) 2022 the lens was exchanged with a same length lens and the problem was resolved. There was no patient injury. The cause of the event was reported as unknown.